Event description:
The target lesion was the left main. The vessel was a de-novo and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 18mm and vessel diameter was 4.0mm. The procedure was an emergent case due to unstable angina. Pre-dilatation was not conducted. A 3.5 x 18mm cypher stent was implanted at 16atm for 5 seconds. Another 3.5 x 18mm cypher stent was implanted at 12atm for 5 seconds by y-stenting. Post-dilatation was conducted with a 3.0 x 15mm balloon at 14atm for 5 seconds. Kbt was conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was unknown and 3 after the procedure. Act was not measured. At the three month follow up on march 3, 2005 there were no issues. In 2008, the pt complained of chest pain and he was brought to the hosp as an emergency. St elevation was observed. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents. To treat the thrombus, iabp was conducted. Physician indicated that the possible cause of the thrombotic event was because the stents were under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #'s 9616099-2008-00646 & 9616099-2008-00647. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.